Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to excessive vaulting. Subsequently, the patient experienced elevated iop. The lens was removed with no patient injury. The lens was exchanged for a shorter lens.

Manufacturer narrative:
(B)(4). Lens explanted. Device evaluated by manufacturer? No: lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation method: medical review. Results: per medical review - reportedly icl (12.6) was explanted/exchanged for a shorter icl (12.1) one week postoperatively to address excessive vaulting and subsequent elevated iop. No reported postoperative sequelae. No report if the pis were patent. Based on data for the icl's FDA premarket approval, most surgeons perform nd: yag pis, and approximately 5% of them do not function, which leads to increased postoperative iop. An oversized icl increases the risk of pupillary block/glaucoma in eyes with nonfunctioning pis, and such eyes generally will not respond to dilation to break the block. Given the information that shorter icl was used as replacement it is very likely that patient (anatomy) and/or the procedure (not functional pis, miscalculation) related factors could have caused/contributed to the event. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).